Event description:
The customer reported that on (B)(6) 2011, the unicel dxl800 access immunoassay system generated an abnormally high thyroid stimulating hormone (tsh) result. It is not known whether this result was erroneous. Customer supplied data indicates that no repeat testing was performed on the result. This result was reported outside the laboratory. The patient was administered solumedrol. The customer reported that subsequent test results of patient redraws/retests on consecutive days saw an tsh value which decreased by 50% each day. These results were all within the normal reference range. It is not known whether these results were erroneous. The physician did not question these results. Patient treatment was not modified based upon these results. Customer supplied data indicates five tsh results on five consecutive days. It does not appear that any of the results were repeated for validity excluding the second patient sample. Actual tsh results for (B)(6) 2011, were not reported but rather categorized as "normal". It is unknown whether the (B)(6) 2011, result is erroneous, as data comparison between the original and repeat sample is not possible. The customer inquired as to whether solumedrol could interfere with the access tsh assay. Beckman coulter inc. Technical service provided the customer with information which indicates that "generally" when measuring thyroid-stimulating hormone, the effect of corticosteroids can cause a decrease in vivo.

Manufacturer narrative:
No service was dispatched for this event. It is unknown whether any of the generated results were erroneous as confirmatory testing was not performed or was inconclusive. Additionally, investigation into the impact of solumedrol on tsh results indicates that corticosteroids might cause a decrease in tsh results in-vivo. No root cause can be determined.